Event description:
The customer contact reported a separation. On an unspecified date, it was reported that during a CT scan, the tubing set was being used to deliver an unspecified volume of isovue 370 contrast medium, at an unspecified rate, via a power injector. The spin-loc male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time, the tubing separated from the clave port of the tubing set. The customer contact reported that solution leaked and an unspecified volume of blood loss was noted. The tubing set was replaced and the procedure was resumed. There were no reports of adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.